Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant procedure of this transcatheter bioprosthetic transcatheter valve, an electrocardiogram ( ECG) was performed and revealed a new left bundle branch block (lbbb). Clinically, there was no drop-in heart rate and no syncope. A long-term ECG was ordered. Basic rhythm was sinus rhythm, with no significant pauses and no tachycardias were relevant. Bradycardia at 40 beats per minute was identified. There was no indication for pacemaker implantation at that time. A change to the subject's guideline directed medical therapy was required and carvedilol was stopped. Per the physician, the event was probably related to the valve and the valve implant procedure. The ECG performed approximately five weeks after onset no longer showed lbbb. The event was noted to be resolved. Additional information was received to report approximately six days following the valve implantation procedure, the patient presented with a chief complaint of angina pectoris (chest pain) and an acute onset of retrosternal pressure. A blood sample was obtained and results showed a deflection of the troponin t value. The patient was determined to be experiencing a hypertensive crisis/derailment with suspected non-st-elevation myocardial infarction. The patient was admitted. A coronary angiogram was performed and ruled out the progression of the previously known coronary heart disease. The patient's symptoms and troponin t dynamics were determined to be evaluated in the context of the hypertensive crisis. Ongoing antihypertensive medication therapy was adapted for optimization. Three days after presentation, the patient recovered and was discharged.